Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Physio-control examined the device and verified the reported issue. Physio observed that the customer had installed a charge-pak assembly into the device that had been previously shorted using a shorting plug, as evidence by the bent connector contacts on the charge-pak assembly itself. As a result, the device was not receiving a charge from the charge-pak assembly which is necessary to maintain the hybrid layer capacitor (hlc) batteries. The hlc batteries were depleted and the device would not power on when prompted. The customer was provided with a replacement device.